Event description:
Patient was implanted with construct levels t2 to ilium on (B)(6) 2013. Consultant reported the patient experienced the rod pulling out and the ti snap-on transconnector broke post operatively, date unknown. It was reported the rod remained intact. Patient was returned to the o.r. On (B)(6) 2013: surgeon re-implanted the rod: the iliac screws, s1 and l5 screws,(ti matrix polyaxial screws), were replaced. This report is on the 6.0mm ti polyaxial screw. This is 4 of 12 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A product development event evaluation was performed and it was reported: all relevant parts for the complaint were not returned and the complaint could not be adequately investigated.

Manufacturer narrative:
6.0mm ti matrix polyaxial screw received assembled with noted non-manufacturing nonconformities: body has nicks and scratches on periphery and internal locking thread. Collet has wear/rub marks on one side on rod slot only with nicks and scratches over rest of exposed area. On screw the sd25 face has nicks and scratches. All described nonconformities are post manufacturing. Review of the technique guide indicates that the body needs to be perpendicular the rod before tightening of construct. One side of collet having wear/rub marks would indicate that the body was not perpendicular with the rod at time of tightening. L1 and r1 on collet cannot be measured because of damage and raw material cannot be measured because product is assembled; complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Additional narrative: review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.